Event description:
Had very large mass on my right kidney which had to be surgically removed. It was seen on an MRI in 2024. I used a recalled CPAP prescribed by (B)(6) and delivered through (B)(4). I used it for over 8+ years. I no longer have the machine. I believe the recalled machine is responsible for me developing this large mass over the years.